Manufacturer narrative:
Additional reporter- (B)(6). Updated fields - b1, d4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected fields - b5, b6, b7, d8, d9, d10. A getinge field service engineer evaluated the unit for the reported condition. During the on-site evaluation, no functional anomalies could be identified, and the reported issue could not be reproduced. The device was connected to an iabp trainer simulator and was observed to operate normally. As part of the service activity, the safety disk was replaced due to reaching its working hour limits. Diagnostic and functional tests were performed. The device was confirmed to be operating in accordance with manufacturer specifications and was returned to service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) does not counterpulse. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 (B)(6).

Event description:
It was reported that the the device does not use a cs300 intra-aortic balloon pump (iabp). There was no patient injury reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (component codes, health effect ¿ impact codes, medical device ¿ problem code). Full initial name: (B)(6) (additional initila rep already sent in previous MDR). A getinge field service engineer evaluated the unit for the reported condition. During the on-site evaluation, no functional anomalies could be identified, and the reported issue could not be reproduced. The device was connected to an iabp trainer simulator and was observed to operate normally. As part of the service activity, the safety disk was replaced ((B)(4)) due to reaching its working hour limits. Diagnostic and functional tests were performed. The device was confirmed to be operating in accordance with manufacturer specifications and was returned to service.